Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with elecsys vitamin d total ii on a cobas e 801 analytical unit. The field service engineer checked the analyzer since the customer complained it was giving errors. The engineer found that a reagent dispensing hose was damaged. The hose was replaced and the reagent was purged. After this intervention, patient samples showed questionable results for approximately 2 hours. The patient samples were repeated on a second analyzer. The customer provided examples of two patient samples with discrepant vitamin d results. The first sample initially resulted in a vitamin d value of 74.1 ng/ml and it repeated as 47 ng/ml. The second sample initially resulted in a vitamin d value of 60.90 ng/ml and it repeated as 29.70 ng/ml.

Manufacturer narrative:
The vitamin d reagent lot number and expiration date were requested, but not provided. Later on the day of the event, the customer ran calibration and controls. The equipment was working correctly. 50 patient samples were then processed on both instruments for comparison and the results were comparable. The investigation is ongoing.

Manufacturer narrative:
The system reagent tubing was found to be leaking and it was replaced. The analyzer was working within specifications after the tube replacement. The investigation determined the tube replacement resolved the issue.